Event description:
It was reported this brady lead was surgically abandoned due to an unknown product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported this brady lead was surgically abandoned due to an unknown product performance anomaly. No additional adverse patient effects were reported.